Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer also reported a blood glucose (bg) level was 49 mg/dl, cause unknown. The costumer addressed low bg by consuming carbohydrates.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.